Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer could not recall the cause for the alarm. No additional information regarding this event was provided. Reportedly customer resumed insulin delivery.